Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The device history record review revealed nothing relevant to the event. If the device is returned and additional information is obtained, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. Device discarded by the facility.

Event description:
It was reported that during a labrum repair the first anchor cracked on insertion. All was retrieved. It was replaced and inserted correctly but the second anchor pulled out of the bone after tensioning. A third anchor was used and another hole was drilled but the same event occurred. It pulled out during tensioning just as the second did. It was also retrieved. At this point the doctor felt that he did not want to drill another hole and completed the case without completing the technique. Follow-up investigation: both of the holes drilled were not used after the implant issues occurred. Surgeon chose to change technique and debride the labrum instead. Surgeon will follow-up with patient and determine if a second procedure is needed based on the patient recovery. No other products were used. All implants and disposable kit were discarded by the facility.